Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control observed that the device did not show ok and had the service wrench icon illuminated in the readiness display. Physio-control also observed that due to a faulty input from the integrated circuit, designator u23 on the digital pcb assembly, the capacitor was unable to fully charge and only delivered about 20% of the intended charge.the cause of the reported failure was due to an integrated circuit, designator u23 located on the digital pcb assembly.the customer was provided with a replacement under warranty.

Event description:
It was initially reported that an event code was logged in the device's memory. Further to evaluation, it was observed that this event code indicated that the energy delivered was less than 85% of expected. There was no patient use associated with the reported event.